Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects at nozzle and burnt c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: burn on c-cover was due to component failure, however the cause of the foreign object at nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.